Event description:
The manufacturer received information regarding an explanted size 21 reduced aortic valve (r5-021). The valve was implanted in 2007. An echocardiogram performed on five days later, indicated one leaflet of the valve would close completely but would not open completely. Valve was explanted on the same day, and successfully replaced with another size 21 reduced aortic valve of the same model (r5-021). The surgeon indicated there was no visible tissue of pannus either below or above the explanted valve. The surgeon examined the patient on four days later, and the replacement r5-021 valve is functioning normally. Patient recovery was reported as normal.